Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, it was noted that the physician observed a non-requested coating on the header of the implantable cardioverter defibrillator. The device was implanted successfully. The patient¿s condition was stable.